Event description:
6/28/94 pt. Had a laparoscopy for pelvic pain ovarian cyst and status post endometriosis. At the time of surgery, pt. Presented with very tight cervical stenosis. At the completion of the operative procedure, 3, 3mm laminaria were applied and packed in situ.6/29/94 attempted to remove laminaria and were unsuccessful. Pt. Given a light anesthesia and still unable to remove. All three broke at the plastic hub when attempting to remove. Pt. Taken to the operative suite, given a general anesthesia, had a d&d with an operative hysteroscopy for removal of the laminaria. Procedure lasted 1 1/2 hours. Patient discharged at 2120, 12 hours later.